Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found a haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.00 diopter, into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem. In the reporters opinion the cause of the event was the device.